Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported incomplete side cut during flap creation on a patient's eye. A scissor was used to cut the untreated area to free the flap all the way. Patient's vision was reported good at follow up.

Manufacturer narrative:
Based on the information received from the reporter, there is insufficient evidence to conclude that a system malfunction contributed or caused the reported event. Based on the information obtained as well as the multiple factors that could contribute to an incomplete flap incision, including non-system factors, the root cause of the event cannot be determined conclusively. A review of the customer¿s complaint history for the last 6 months did not show any previous complaints of this kind against the system. Based on quality assurance (qa) assessment, the product met specifications at the time of release. Based on the investigation results, the root cause of the reported event could not be determined. (B)(4).